Event description:
It was reported that, during a laparoscopic cholecystectomy, when the device was fired on the central side of the cystic duct, the jaws were misaligned (the tip was visually confirmed with a camera before clamping the cystic duct and ligating). The cystic duct was thick, so an l-clip had to be used urgently. The device was removed without firing from the patient. Afterwards, a hem-o-lok l size was used to complete the case. There were no health problems. The doctor speculated that the cystic duct was probably thick for the clip, so it could not be accessed perpendicularly, and the jaws were misaligned. The patient had an infectious disease. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 1/5/2026 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.